Event description:
It has been reported to co that the device leaked at the adapter during the procedure. The occlusion balloon wire was inserted into the pt saphenous vein graft to right coronary artery and the occlusion balloon was inflated by the physician to 5.5mm and maintained occlusion for 11 mins. The physician stented the vessel and aspirated debris and deflated the occlusion balloon and repositioned the occlusion balloon distal for a second lesion site. The physician inflated the occlusion balloon to 5mm and occluded the vessel for 5 mins and during the procedure the occlusion balloon started to slowly deflate. The microseal was leaking at the window. Case was completed without the balloon being inflated.